Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d-4 device lot number: unknown as information was not provided. Section d-4 expiration date: unknown as product lot number was not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b:if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6) section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h-4 device manufacture date : unknown as product lot number was not provided. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of the intraocular lens (iol) it was discovered that the tip of the cartridge was cracked. It is unknown when the crack occurred. There was no reported patient injury or health damage. No additional information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: july 18, 2023. Section h3: device evaluated by manufacturer¿ . Evaluation: the complaint handpiece was received inside of the cartridge insert. Visual inspection under magnification revealed that the complaint cartridge was received with the cartridge tip cracked. Stress marks could also be identified inside of the cartridge and cartridge. Viscoelastic residue was observed inside of the tip of the cartridge but was not dispersed throughout the length of the cartridge, suggesting that an inadequate amount of ovd may have contributed to the complaint issue. As a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.